Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) with a blood glucose (bg) level was 670 mg/dl and ketones that were not identified as dangerous by health care provider. Reportedly, the customer administered a manual injection to address elevated bg level and was given intravenous fluids of saline and insulin in the ER, which resolved the issue with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge and infusion set had been in use for more than 48 hours with humalog insulin.